Event description:
At conclusion of stereotactic breast biopsy, a clip was deployed. Difficulty was encountered getting the needle out after deployment. In the process of getting the needle out, the tip of the marker deployment device broke. The small piece that broke off was sticking out of the patient's breast and was easily removed from the patient.